Event description:
When the surgeon tested the disc closure he observed that it was not closing completely. The valve was abandoned and another co's valve was implanted. There was no adverse affects to the patient and the valve was returned for analysis.